Event description:
A customer reported that the system displayed "inoperative ultrasound function" during an intraocular (iol) lens implant procedure. The surgery was converted to an extracapsular cataract extraction procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and reseated the cables and connectors. Preventative maintenance was performed. The system was then tested and met all product specifications. The company representative downloaded the event log for review. A review of the system's event log does not show any related system messages. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause is unknown. (B)(4).